Event description:
Additional information received from the consumer reported that no troubleshooting or diagnostic were performed regarding the battery not holding a charge. There was no change in settings or usage that led to the battery not holding a charge.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome reported they had to charge the implantable neurostimulator (ins) too often and it wasn't holding a charge. As a result the ins was going to be replaced with a different manufacturer's device. When the consumer was asked if they knew why the device wasn't holding a charge they stated "it was getting old I guess." No patient symptoms were reported.